Event description:
The suspect device was giving blood glucose results between 70 and 150mg/dl throughout the day. The pt was having trouble walking and talking. Pt went to their doctor and the office performed two blood glucose tests. The type of tests are unknown. The values were 600 and 800mg/dl. The doctor placed pt on an IV and admitted them into the hospital. Pt was then treated for hyperglycemia.